Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the night, the customer experienced an elevated blood glucose (bg) level in the 300s range (mg/dl). The customer took a manual injection and changed the cartridge. When the customer woke up in the morning, bg level was in the 200s (mg/dl). The customer changed the site and took a manual injection. During the call, the customer's bg level lowered from 252 to 232 mg/dl. Follow up with the customer indicated that after the initial call, the customer's bg level had lowered to 199 mg/dl. Then customer stated that they had taken a food bolus, two hours prior, but bg level was noted to be at 273 mg/dl. As the customer still had insulin on board (iob), they stated that a manual injection would be taken if bg level does not lower and that the site and tubing would also be changed. In addition, it was reported that the customer had only changed the cartridge twice in the last 8 days and that they had changed the basal rate settings from 0.33 to 0.36 without consulting the healthcare provider (hcp). A recommendation was made for the customer to consult with the hcp regarding factors that could affect bg level.